Manufacturer narrative:
Manufacturer's report date: 07/28/2015. The customer's report of the infusion completing sooner than expected was not confirmed. Log analysis of the pump module event log indicates that on (B)(6) 2015 9:10pm, an unknown guardrails IV fluid was programmed to infuse at manually entered values of a rate of 11ml/h and a vtbi of 248ml. The primary volume infused was listed as 0ml. On (B)(6) 2015 6:08am, the channel off key was pressed. The primary volume infused was listed as 98.594ml. Further review of the logs noted no further infusions from the source device. The root cause of the customer's report was not identified. No device was returned for this investigation.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer does not allege a device malfunction, but has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
A 22 hour infusion of lipids completed after 8 hours. The rate was set at 11 and the vtbi at 248. No patient harm or medical intervention was reported. Although requested, no additional information was provided.